Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that their blood glucose was 504 mg/dl. The patient's current blood glucose was 402 mg/dl. The patient felt agitation as a symptom of their hyperglycemia. The patient treated by drinking water and using insulin pump therapy. During troubleshooting the customer discovered that their infusion set cannula was bent. The insulin pump successfully completed the self test. The insulin pump was not returned for analysis.